Event description:
New can of spray drained after 2 cycles ran.

Manufacturer narrative:
It was determined that the design of the spray can may not adequately attach to the quattrocare unit which may lead to leakage of the lubricant. Therefore, the product will be recalled and the spray can will be re-designed to provide an improved seal that will be more user-friendly.